Manufacturer narrative:
Device evaluation by manufacturer: examination of the returned complaint device revealed that the catheter in one piece. Visual inspection showed the guidewire was not in the device. Visual and tactile analysis noticed a kink/damage to the catheter shaft approximately 49.5cm from the tip of the device. The inner shaft was checked using a .014 jetwire guidewire and inserting it into the guidewire lumen. The wire only traveled into the lumen approximately as far as the damage on the catheter shaft and stopped abruptly. Dissection of the catheter were the damage was located showed that the drive coil had severe damage so that the guidewire lumen was constricted and the guidewire would not pass this point. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the device became stuck on the guide wire. The target lesion was located in the right superficial femoral artery. This 2.4mm jetstream® xc atherectomy catheter and a 0.014 non-bsc guide wire were selected. However, the device became stuck on the guide wire. The catheter and the non-bsc guidewire were removed. It appeared that the catheter had pinched down on itself. The device needed to be pulled back "pretty" hard and they were able to remove the device. They tried to advance the guidewire back through the catheter but they were unable to get it back in. The procedure was completed the procedure with a different device. No patient complications were reported and the patient's status is fine.